Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range shocking impedance measurement which was greater than 125 ohms. Additionally, elevated threshold measurements were observed. A revision procedure was performed and insulation damage was noted on this right ventricular (rv) lead. The lead was repaired and produced stable test results with the pacing system analyzer (psa) and the replacement device. Upon removal of the associated device, the header came loose. The device was explanted and replaced. No additional adverse patient effects were reported.